Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The client reported that atrial and right ventricular polarities under programming tab show as unipolar (u) in the patient management database (db) system , even though the patient's competitor heart device is programmed bipolar (b). The client sent documents confirming that incorrect patient data was being sent through to the db. Technical support (ts) investigated and explained causation to the client that the parameter defining whether the polarities are u or b was missing from the bank file; and that when this is missing the default assumption is u. Ts suggested the client can manually change the polarity to correct patient data. It was further explained, that collaborative work with the competitor, is ongoing to identify more information about handling of this parameter.